Event description:
The customer reported the system displayed error 404 during boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired it. System operates as intended. No further info on the repair of this system. (B) (4).